Manufacturer narrative:
The customer returned the contour meter and contour test strips from lot # 8kj3b07b for evaluation. An in-house testing was performed using the returned meter with returned test strips, which gave satisfactory performance. In some countries outside the us, customer information is not provided due to privacy laws. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
An advocate from italy reported that the customer obtained blood glucose readings of 471 mg/dl and 31 mg/dl within 2 minutes on a contour meter. The customer had no symptoms of hypoglycemia or hyperglycemia. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. A replacement meter kit was sent to the customer.